Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. The patient's healthcare professional stated that the bladder infections which were treated with antibiotics were not related to the patient's device and/or therapy.

Event description:
Patient reported the no therapeutic effect for implantable neurostimulator (ins) as it was not working for them. It was steadily getting worse and worse. They moved and thought it would get better and it had not. Patient was having leakage, urge frequency, and incontinence. They were even having fecal incontinence problems. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor. Additional information was received from a consumer. It was reported that the patient saw their doctor on (B)(6) 2017 and their next appointment would be in (B)(6) and they would meet with a manufacturer representative then also. It was noted problems with device programming and bladder infections were what led to the loss of therapy and return of symptoms. Antibiotics and an appointment with a manufacturer representative were steps taken or planned to resolve the loss of therapy and return of symptoms.